Event description:
Add'l info received from reporter on (B)(6) 2012: I had previously reported the problems I was having with the essure product. At that time, my doctors and I had not figured it all out but since then I had to have my fallopian tubes removed only to find out one of the essure coils was not located in my tube as it was supposed to be. But had somehow come out and was unraveling and imbedding in my intestines and my bowels. My obgyn could not believe what she saw and said to me that is why I had been in so much pain. I had these put in (B)(6) 2009 and have had nothing but problems. Going to all doctors neurology, urology, etc had MRI, CT scans discovered lesions and nodules. I have not had any medical problems like this before I got this procedure. It has ruined my life. Constant pain and depression, expensive co-pays and doctors visits. This device should be taken off the market. I have found a website with hundreds of other women with the same problem. I would hate for someone to lose their life before this is taken seriously. It has already ruined a lot of our bodies and health. Surgery (B)(6) 2012 to remove the essure coils; fallopian tubes removed. One coil found outside of tube imbedded in intestines and bowel. Lesions on liver discovered and nodules on thyroid all in 2011 after essure procedure, may have allergy to nickel. Was never tested for it or told about it when it was put in.

Event description:
Rptr had to have a full hysterectomy. On surgery, doctor saw that one coil was not in the tube. It had begun to unravel and was in her bowel (embedded). It surprised doctor that the device was not in her tube.

Event description:
I received the essure procedure back in (B)(6) 2009. Ever since then I have been experiencing many different unexplained medical problems. First being painful periods and cramps, lower backpain, pelvic pain, headaches, numbness in my hands and feet. Major depression. I have seen every kind of doctor from an endocrinologist to a gi specialist. Nothing wrong with my colon, nothing wrong with thyroid, seen a neurologist nothing can explain the reason I am having these issues. Unexplained boils like my body is fighting off an infection that the doctor always comes back and say negative. There is something wrong. I just only thought to look up and other women with essure problems since my gi doctor said, since its not my colon its a female issue I need to see the gyn. Then I remembered the essure and to my shock, I read page after page after page of women complaining about the same exact ailments I have. Its as if they were talking about me and they never met me. Something has to be done about this, if I ever would have been told to take a test to see if my body would be allergic to this nickel, I would have gladly. Rather than suffer the way I have been for the last few years. My quality of life has gone down, its hard to take care of 3 small children and go back and forth to doctors trying to figure out your pains. All the co-payments, MRI's CT/scans xrays biopsies the pain and suffering is unimaginable. I will have to have these coils removed as soon as I can find a doctor to take them out. And again that will affect my life even more dramatically with cost and care.